Event description:
A malfunction code was reported by the customer, which persisted despite resetting the pump, requiring resolution. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, hence there was no adverse impact. Tandem technical support decided to replace the malfunctioning pump and instructed the customer to switch to manual daily injections (mdi) as a backup insulin therapy. They provided guidance on placing the pump in storage mode and arranged for the return of the faulty pump with a pre-paid label.